Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient¿s cgm was reading high mg/dl and the bg meter reading was 27 mg/dl. The patient was wearing a tandem insulin pump. The patient was sweating, shaking, and disoriented. The patient self-treated with (2) glucose gels and 11 boxes of apple juice. The patient was ¿okay¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.